Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8148780. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-28. Medical device lot #: 8198697. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-17. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter inside.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter inside.

Manufacturer narrative:
Investigation summary: device history record, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the samples sent by the customer were verified and it was possible observe foreign matter ¿ plastic residue. According to the bd foreign matter evaluation procedure, the fm were identified. Two samples at level 3 in size. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified from this complaint will be monitored for trend evaluation.